Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were having an issue with the "main board" on the defibrillator. There was no pt involvement.